Event description:
The suspect meter exhibited variations in test results when compared with the lab. The following results were reported: inratio 3.2 (wk1), 3.0 (wk2), 3.5(wk3), 5.2 (wk4), lab 3.5, 4.6 (wk 5). A new strip lot was sent to the customer. Further follow up to be performed.